Manufacturer narrative:
D6a implant date: 2012. E3: vascular surgeon. H3: device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown zenith flex aaa endovascular graft bifurcated main body (tffb) migrated and later separated from the suprarenal stent, following implantation in an unknown patient for an endovascular abdominal aortic aneurysm repair (evar) procedure in 2012. As a result, the patient now has a type 1a endoleak. An additional type 1b endoleak has also been identified on the unknown right zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) implanted in the same index procedure. Reintervention options, including a possible zfen solution, are being reviewed. Currently, the patient is getting cardiac clearance. Additional information regarding event details and patient outcome have been requested but are currently unavailable. This report references main body graft migration and stent separation that led to a type 1a endoleak. The type 1b endoleak from the right iliac leg is captured in a report with patient identifier: (B)(6).